Event description:
A report was received from the affiliate indicating that in 2007, angiogram results revealed that the implanted stents at the left anterior descending (lad) a cypher sirolimus-eluting coronary stent and a taxus stent respectively, were confirmed to be patent, however, with mild in-stent stenosis, mild aneurysmal formation at lad diagonal 1. On nine days later, a follow-up electrocardiogram and troponin were normal. This pt was implanted with two stent (cypher and taxus) in 2004. A (taxus 3.5x8mm) was implanted to the lad and a (cypher 2.75x23mm to the ladd1). Additional procedural details have not been provided to date despite multiple investigational attempts.

Manufacturer narrative:
Please note: the device herein reported is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any add'l info will be submitted within 30 days of receipt.